Manufacturer narrative:
(B)(4).

Event description:
Patient underwent left total hip revision approximately seven years post-implantation due to alleged osteolysis, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient's revision operative report noted patient was revised due to elevated cobalt and chromium levels, osteolysis, and metallosis. During the procedure, fluid, metallosis in the taper junction, calcification, deficient acetabular bone, and a vertical cup with excessive anteversion were noted. Due to the bone overgrowth of the stem, the patient's greater trochanter also fractured during removal of the femoral stem. Cables were used to fix the femur. A new cup, liner, stem, and head were implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint was confirmed through review of medical records. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was undetermined. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs have been filed for this event. See associated reports: 0002648920-2016-04394, 0001822565-2016-04281.